Event description:
The customer contacted stryker to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that a battery pin in battery well 1 was damaged and stuck inside the battery, which caused the reported issue. Stryker replaced the device's battery pins and batteries to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.